Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion needles and cannulas. Blood glucose was 109 mg/dl during the morning of (B)(6) 2011. Blood glucose elevated to 266 mg/dl by dinner time and was 224 mg/dl at bed time. Treatment provided for hyperglycemia was not reported. Pt advised the infusion needle and cannula bent during insertion. Nothing unexpected occurred during preparation of the infusion set. There was no insulin leakage from the infusion sets. Headsets are inserted manually. Pt had an appointment scheduled with clinical trainer to review other types of infusion sets. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.